Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
See scanned table. The customer reported that when she removed the pod, she noticed that the cannula was bent, there was some blood around the insertion site, and the adhesive smelled of insulin.